Manufacturer narrative:
Product evaluation: the lens was returned in a contact lens case. Blood and solution is dried on the lens. The optic is cut into pieces, typical of an insertion and removal. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause: the root cause for the reported patient dissatisfaction could not be determined. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient with complaint of cloudy vision following intraocular lens (iol) implant. A lens exchange was performed approximately two months later with a lens from a different manufacturer.